Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent gynecological procedure and mesh was implanted along with cystoscopy and anterior colporrhaphy due to incontinence, urethral hypermobility and cystocele. It was reported that following insertion the patient experienced pain, infection, urinary problems, recurrence and dyspareunia. It was reported that the patient underwent cystoscopy and urethral dilation on (B)(6) 2011 due to recurrent urinary tract infections. It was reported that on (B)(6) 2009 the patient underwent a urethral dilation and cystoscopy for urgency and frequency. It was reported that the patient underwent cystoscopy and urethral dilation on (B)(6) 2009 due to post-op urinary retention and recurrent utis. It was reported that the patient underwent mesh revision on (B)(6) 2013 due to reoccurring infections. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced recurrent urinary tract infections, urgency, frequency and urinary retention.